Event description:
Complainant alleged that during biomed testing, the device displayed a "defib pace device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "nibp failure" message.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. Evaluation: the device was returned to zoll medical corporation for evaluation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, stressing, and calibration without duplicating the report. The device works as expected. The non-invasive blood pressure (nibp) pump was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.